Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the subject device was last repaired on (B)(6)2021. Then insufficient angulation was detected. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. Based on the investigation, the potential cause of the reported event is due to pieces of the silicone rubber products used in the endoscopy room and/or the injection tube which is an accessory of the scope entered by mistake and it is likely the facility staff was less trained in reprocessing and/or device handling according to the instructions for use. The reprocessing manual provides warning that indicates, - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ - ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ - ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation noted the following: foreign material was protruding from air/water nozzle. Under the flexibility adjustment ring all 3 cross screws on the upper ring were missing. Additionally, the scope cover and body was deformed and leaking, the light guide cover lens is slightly chipped, the distal end plastic cover is slightly deformed, the angulation is out of specification, the body control unit has cosmetic wear and tear, the video connector pins are slightly deformed and the bending section cover glue is porous. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The regional repair center ((B)(6)) was informed that a customer evis exera iii colonovideoscope was returned due to a report of "problems with processing". Upon inspection and testing, the air/water nozzle at the distal end of the scope was found to be clogged as foreign material was protruding from air/water nozzle. No patient injury infection or harm was reported.